Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, lot# nlh001951n, product type: accessory. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for failed back surgery syndrome as well as spinal pain. Consumer reported they were recharging their ins in bed and it said excellent. After 45 minutes they checked it and the screen was blank. It was reported that the stim was working until the night prior ¿when it ran out.¿ the patient¿s pain levels had increased. The patient plugged the controller to the wall and nothing came up. When they put aa batteries in the controller came on. They took the lithium battery out and wiped off the contacts. No further complications reported/anticipated.

Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.